Manufacturer narrative:
Final analysis of the pump found reservoir access issues due to residue prior to internal decontamination. Upon arrival, 9ml of fluid was aspirated from the pump reservoir, though filling and aspirating the pump was slower than normal. The pump was filled with sterile water, a non-coring needle was inserted into the septum, the pump was submerged in a beaker of water, and the needle was connected to a pressurized air system. The pressure system was turned up to 30 psi and held for two minutes. There were no leaks seen and the pump passed all non-destructive testing. All the pump logs were clean with no motor stalls, motor stall recoveries, or errors of any kind ever happening with the pump. (B)(4)

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0039959r, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was great difficulty refilling drug. The difficulty occurred before troubleshooting the refill kit and connectors. Interrogation and log report was fine. It was noted that they may replace the pump and do diagnostic tests. Additional information received reported that the pump was explanted on 2015-(B)(6). The last refills were difficult or unable to refill. During refills, it was difficult to push medicine into pump. The doctor wonders if the patient accessed pump with needle. It was requested that the pump septum be analyzed for access with other needles other than provided in refill kit. A rotor and dye study was not performed. There was no patient injury. The patient¿s status after device removal was recovered without sequela. The pump was used to infuse hydromorphone, baclofen, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.